Event description:
The caller reported damage to the pump housing surrounding the usb port. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to continue using the current pump as a backup until a replacement pump, equipped with updated software, was sent.